Event description:
A customer called claiming that parts of the meter display are "going out". When pt pushes the button pt sees uuu instead of 888. A request was made to return the unit for evalaution. In the meantime, a replacement unit was provided.